Event description:
When md began to set up device for use he noted that it was slow to open but after he opened and closed it a few times it was fine. During the procedure the device shut down about 15 seconds into the treatment. The machine gave an error reading and shut off. After appropriate positioning maneuvers, and after verifying uterine cavity integrity, the patient had a full treatment cycle without difficulty. The device was then removed.